Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion, pain and stress incontinence. The patient was seen on (B)(6) 2018 and spicules of mesh were seen and felt. The vaginal portion of the mesh was excised. No additional information has been provided.